Event description:
It was reported the customer received a blank display after changing their battery. It was also found the customer had a battery out limit alarm on their insulin pump. Customer stated they did not drop, bump, or expose their insulin pump to moisture. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was not completed because the customer did not have new battery present. Customer's blood glucose was 239 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan if their display does not return. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.